Manufacturer narrative:
No patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 338.31, supplier lot #, synthes lot # a4fo363. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: nov 16, 1996. Supplier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) coupling screw was brought to operating room on (B)(6) 2017 with broken threads. Device was not used in surgery, a second dhs set was in the room and readily available. No delay in surgery, no patient involvement. This report is for one (1) dhs coupling screw. This is report 1 of 1 for (B)(4).